Event description:
Literature: knobel d, aybek s, pollo c, vingerhoets fjg, berney a. Rapid resolution of dopamine dysregulation syndrome (dds) after subthalamic dbs for parkinson disease (pd). Cogn behav neurol. 2009;21(3):187-189. Summary: this article present a case study of a pt with advanced parkinson's disease to describe how subthalamic deep brain stimulation (stn-dbs) and reduction in dopamine replacement therapy allowed rapid resolution of dopamine dysregulation syndrome with severe behavioral disorder. Reportable event: three months after implant the pt was readmitted in psychiatry for moderate depression. The pt rapidly improved with mirtazapine 30 mg/day. Two weeks later the pt was again released to be followed as an outpatient. At six months post-implant the pt was well enough; he did not require state supervision and moved to a normal apartment. At 18 months f/u there were no psychiatric symptoms apart from mild anxiety about the dyskinetic crisis.